Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the luer-tube connection of the infusion set broke, and this resulted in insulin leakage and hyperglycemia of "hi." The customer was very thirsty and drank 1 liter of cola, and she got sick when she returned home. She changed the infusion set and discovered the break, and she delivered 45 i.e. Of insulin as treatment. She did not require treatment by a healthcare professional or second party. The alleged product was requested for evaluation.